Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/31/2017, that on (B)(6) 2017, the sensor wire was missing. The sensor was inserted into the arm. The patient's mother explained that upon sensor removal, she noted that the filament was not attached to the sensor when removed from patient's arm. It was suspected that the sensor filament remained under the skin upon removal. The patient had no injury or medical intervention. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a missing sensor wire could not be determined. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.